Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm and power error detected alarm. The customer¿s blood glucose level 380 mg/dl. Customer stated that he they were able to rewind the insulin pump but self-test was not passed. Customer stated that during self-test pump error alarm was occurred. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No power supply test failed during self-test alarm noted. However, power error alarm due to connector resistance issue.